Manufacturer narrative:
Investigation is on-going. A follow-up report will be filed upon the completion of the investigation.the customer issue has been alleged on the cobas liat system, product code: occ, catalog number 07341920190 and UDI (B)(4). The test used on the cobas liat system is the cobas sars-cov-2 & influenza a/b test for use on the cobas liat system ((B)(4), product code: qjr). The product catalog number for the test is 09211101190 and the UDI is (B)(4).(B)(4)

Event description:
Customer from (B)(6) alleged discrepant results generated with cobas® sars-cov-2 & influenza a/b nucleic acid test for use on the cobas liat system.the initial test generated positive result for all 3 targets with the sars-cov-2 and flu a&b assay. Retest of the same sample generated negative results for all 3 targets with the same assay. The customer released only negative results to patient and no harm was alleged. The data for the initial test was provided but not the retest data. The sample was a nasopharyngeal swab collected with a nasal swab from goodwood medical care in a homemade medium (saccharose, phosphate with glutamate, gentamicin, amphotericin, bovine serum albumin). The product¿s method sheets provides the following information related to specimen collection kits: nasopharyngeal swab collection kits: flexible minitip floqswab tm with universal transport media tm (utm ® ) from copan diagnostics or bd tm universal viral transport (uvt) 3-ml collection kit with a flocked flexible minitip swab. Nasal swab collection kits: regular floqswab tm with universal transport media tm (utm ®) from copan diagnostics or bd tm universal viral transport (uvt) 3-ml collection kit with a regular flocked swab copan universal transport medium (utm -rt ®), without beads.

Manufacturer narrative:
Analysis of the analyzer run data confirmed the false-positive result on all three targets were caused by a potential tube leakage in a previous run, indicated by an abnormal baseline. Roche received complaints alleging invalid and/or false positive results with the cobas® sars-cov-2 & influenza a/b test for use on the cobas® liat® system for one or more targets (sars-cov-2, influenza a, influenza b). When reviewing the customer-provided data associated with the reported invalid and false positive results, abnormal pcr curves were observed. Per the on-going investigation, several potential causes for the abnormal pcr growth curves leading to invalids and false positives have been identified. These include tube leaks, abnormal pcr steps, and loose thermal sensor wiring. Overall across the installed base, these issues from product use may occur sporadically. For invalid or false positive influenza results, adverse health consequences are not likely. For invalid sars-cov-2, adverse health consequences are not likely since detectability is high and testing can be performed on alternative platforms. For erroneous positive sars-cov-2 results, there is the possibility of adverse health consequences in high risk individuals. As stated in the instructions for use, clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status. A cobas liat software update and a new cobas® sars-cov-2 & influenza a/b script to better identify errors and detect abnormal pcr curves will be made available in due course. Consignees have been notified. (B)(4).